Event description:
Bard economy lubricath 2-way 16 french foley catheter placed during total abdominal hysterectomy right salpingo-oophorectomy, extensive lysis of adhesions, cystotomy and repair. The next day while patient was sitting on the toilet trying to have a bowel movement, the foley catheter came out. The tip of the foley catheter was intact, but it appeared that the balloon ruptured. No pieces of the balloon were found in the toilet. It appeared that pieces of the balloon had been retained in the bladder. The surgeon was notified. The surgeon felt that the patient would pass the remaining pieces of the balloon. The surgeon asked the nursing staff to strain the urine to assure that the patient passed the remaining pieces of the balloon. If the patient did not pass the remaining pieces of the balloon, the surgeon would get a urology consult.